Event description:
The patient had revision surgery in 2007. The patient's pump was positioned differently and the catheter was moved. It was noted that the catheter was originally implanted epidural instead of intrathecal. The device system was used to deliver an unspecified local anesthetic. Additional information has been requested, a follow-up report will be sent if additional becomes available.